Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates there were cuts on the pink probe as well as chipped adhesive on the light guide lens and missing adhesive on the objective lens, the cause of which could not be specified. There was no patient involvement.